Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, hypotension, medication, hemorrhage are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique prior to a percutaneous coronary interventional (pci) procedure via a 7f sheath. Reportedly, an unspecified failure occurred with the proglide device at the lcfa; no additional proglide devices were attempted at this access site. A proglide device was successfully preplaced in the left femoral vein (lfv). The pci procedure was completed using the same 7f sheath. Hemostasis of the lfv was achieved using the pre-placed proglide suture; there were no issues with this device. After the procedure, the femoral sheath remained in the lcfa with no bleeding noted; however, the lcfa site was noted to be firm with bruising so manual compression was held. While holding manual pressure, the patient became unresponsive to verbal stimuli with agonal breathing, so 90 seconds of cardiopulmonary resuscitation was required with spontaneous return of pulse/breathing. At this point, the hematoma was notably expanding into the left groin/scrotum. A surgical endarterectomy procedure was performed. While dissecting the access site, active bleeding was noted; as treatment, the patient received two units packed red blood cells. Surgical repair [closing] of the vessel was achieved via figure-of-eight suturing; it was confirmed there was no vessel damage. Furthermore, low-dose norepinephrine was administered to treat the reported labile blood pressure. There was prolonged hospitalization. No additional information was provided.